Event description:
Patient reported that she just has 2 pumps, and one pump is not working. No side effects reported. No further details provided. Lot number and expiration date unknown. Unknown if defective product is available. Reported to (B)(6) by: patient/caregiver.